Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in artificial vessel, when inflating the balloon to 20 atm at the lesion site, the balloon allegedly ruptured. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in artificial vessel, when inflating the balloon to 20 atm at the lesion site, the balloon allegedly ruptured. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Additional MFR. Narrative: after additional event details were provided on 05/09/2018, the event suggests a uncomplicated balloon rupture. It was further stated that there was no balloon detachment, there was no vessel trauma due to the balloon rupture, and there was no difficulty in retracting the balloon through the sheath. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection of the device found the pebax to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for peeled pebax. The investigation is unconfirmed for the reported balloon rupture as the balloon inflated and deflated with out issue. The definitive root cause for the reported peeling pebax could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in an artificial vessel, when inflating the balloon to 20 atm at the lesion site, the balloon allegedly ruptured. Reportedly, another device was used to complete the procedure. There was no reported patient injury.